Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6)was performed from the date of manufacture, 26-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, it was determined that the matrix drawer 1 had a connectivity issue due to a loose cable connection at the controller board. A field service engineer remotely guided the customer to shut down the station, access the back panel, and properly reseated the cable connector to the controller board for matrix drawer 1. After restarting the device, the storage space was successfully recovered to resolve the issue. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system top drawer had failed and required maintenance. The customer rebooted the device, but issue persisted. The customer confirmed that there were no errors popped up on the screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.